Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 64 year-old caucasian male with a medical history of hypertension, dyslipidemia, dialysis dependence, cerebrovascular disease, peripheral arterial disease, atrial fibrillation, congestive heart failure, cardiomyopathy, and active tobacco use was evaluated for coronary artery bypass grafting (CABG). The patient was determined not to be a surgical candidate due to complex vascular disease and suspected porcelain aorta with heavily calcified peripheral vessels. The clinical team elected to proceed with impella-supported high-risk percutaneous coronary intervention (pci). Due to the patient¿s severe peripheral arterial disease, access was planned via the femoral artery with planned percutaneous transluminal angioplasty of the left common iliac artery. The patient was found to have a severe lesion in the left common iliac artery, which was aggressively treated and stented. The team attempted to advance the 14 fr 25 cm impella, sheath was advanced to this stent segment and impella cp attempted to be advanced unsuccessfully and was explanted. The sheath in introducer was advanced once again, and the 25 cm sheath was attempted to be advanced beyond this iliac bend/lesion with out success. Physician aggressively pushed within reason to advance this sheath and it would not travel beyond this segment. At this time, he made the decision to work through the peel away sheath and complete his pci without impella protection.

Manufacturer narrative:
Corrected information was provided in g4. Upon review, it was determined that the PMA/510(k) information previously submitted in the initial report was incorrect and has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy with heavily calcified peripheral vessels preventing successful delivery of impella.